Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 206 mg/dl and insulin injections were used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. The customer declined to remove the cannula to confirm if it was compromised. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.